Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed "cassette not attached properly." There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log was able to confirm the reported problem. The downstream occlusion sensor and downstream occlusion seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.